Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was discharged two days after the initial procedure. The death certificate is not available. The event was adjudicated as cardiac death and stent thrombosis.

Manufacturer narrative:
Death date corrected from (B)(6) 2017. Describe event or problem updated. (B)(4).

Event description:
It was further reported that the site had tried to contact the patient for 3 month follow up, however site had not received any response. Later patient's mother was called and a message was left for her. She called back and informed that her son (patient) died at home in his sleep on (B)(6) 2017, she also stated that no autopsy was performed. The cause of death was unknown.

Manufacturer narrative:
Device is a combination product. Complaint name: (B)(6) medical center. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
(B)(6) study. It was reported that the patient expired. In (B)(6) 2016 the patient was enrolled and the index procedure was performed. The target lesion was located in the proximal left anterior descending artery with 60% stenosis and was 21 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with the placement of a 3.50 x 24 mm synergy ii stent and post-dilated with 0% residual stenosis. Per the end of the study form, the patient expired on (B)(6) 2017. The cause of death was unknown.